Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of photograph. A picture of the patient's leg was provided and rashes are confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2021-00143, and 0002648920-2021-00182. Medical devices: femoral component option size g right catalog#: 00595601702 lot#: 62396441 stemmed nonaugmentable tibial component option cr/ps/lps size 7 catalog#: 00598605701 lot#: 62390070. Foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing a rash around the knee approximately eight years post implantation. Patient has seen a dermatologist who gave him a cortisone ointment which seems to help. He will be receiving a patch test to determine possible allergies. Attempts to obtain additional information have been made; however, no more is available at this time.